Event description:
It was reported that the wds became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. The closure device did not meet release criteria and the physician fully recaptured the closure device. It was noted that after the closure device was recaptured the distal marker band was damaged. The wds was removed from the patient and a new 27mm wds was used to successfully complete the procedure. The patient did not experience any complications or consequences as a result of this event.

Event description:
It was reported that the wds became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. The closure device did not meet release criteria and the physician fully recaptured the closure device. It was noted that after the closure device was recaptured the distal marker band was damaged. The wds was removed from the patient and a new 27mm wds was used to successfully complete the procedure. The patient did not experience any complications or consequences as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. The tip had damage consisting of flared tri-cuts, abrasions on the inside of the sheath tip, and there was a kink in the distal marker band. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant past the anchors and then redeploying in the anatomy. Functional testing consisted of deploying the implant with no issues. Photographic media from the clinical procedure was provided to aid in the investigation and was reviewed by a bsc quality technician. The photos depict the same damage to the marker band as was identified during product analysis. Product analysis confirmed the reported event, as the distal marker band was damaged.